Event description:
A report was received explaining that a patient was receiving epinephrine, vasopressors, levophed and insulin with the use of the listed device. The medication drips were being administered through the first port of the device manifold. The patient's mean arterial pressure was observed reducing to the 40 - 50 range when typically they're around 65-85. The epinephrine, vasopressors, levophed were doubled and administered in the same port. The patient's mean arterial pressure did not change, but the patients cardiac output and input remained stable. A neo bolus (100 mg) of epinephrine, vasopressors, levophed was then administered through the device cup port. The patient's mean arterial pressure increased to 90s. Observation of the device reportedly revealed a leak originating from the first port of the manifold. No permanent injuries reported.

Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.